Event description:
The customer reported that their pump had an alarm. Troubleshooting was performed. The alarm occurred again during the manual prime followed by the fixed prime. The infusion set was changed. Later the customer called back and stated that their bgs were high. The customer was experiencing chest pains and difficulty with breathing. Before testing had customer give their manual injections. Bgs started to go down. Then the customer drank a capri sun, bgs were lower. Advised the customer to disconnect from the pump and stayed on the phone to check again their bgs. The customer stated that they have an appointment and need to leave. The customer called again and reported that they had cold sweats, unable to stand and bgs are down. Paramedics were called out and the customer was taken to the hospital for an evaluation.